Manufacturer narrative:
The customer confirmed the repeat results were determined correct for the patient. The customer's calibration and qc data were ok. Based on the available information, there was no indication for a performance issue of reagent or instrument. The customer's system alarm trace details were requested but not provided. The patient's sample tube was 13 x 100 mm. The investigation discovered the customer did not use the required rack adapters for 13 mm. Diameter tubes. Per product labeling, "incorrect results may occur if tubes are not aligned vertically. Incorrect placement of tubes on racks may cause incorrect pipetting, which may lead to false results. Ensure that tubes and cups are always placed vertically and are inserted fully in the racks. Use the cup adapter for tubes with an outer diameter of 13 mm or less. Alternatively, use racks without stabilizers for 13 mm tubes. Only use tubes specified for the use with the instrument." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa immunoassay results for one patient tested on a cobas 8000 e 602 module. The patient's initial result was reported outside the laboratory. The patient questioned the total psa result due to the result not matching his previous result. The customer performed repeat testing with the patient's sample for confirmation. On (B)(6) 2021, the patient's initial total psa result was 297.5 ng/ml. On (B)(6) 2021, the patient's repeat total psa results were 1213 ng/ml and 1225 ng/ml. The total psa reagent lot number was 44459001 with an expiration date of 31-may-2021.